Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was confirmed-cause unknown. Received 1 ureteral stent. Verified material number 786624 and batch number ngjn0442. Visual inspection noted a split on the pig tail. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the stent package was opened during the operation and ready for placement, it was found that the drainage hole on the head of the ureteral stent was broken, and the stent was replaced during the operation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the stent package was opened during the operation and ready for placement, it was found that the drainage hole on the head of the ureteral stent was broken, and the stent was replaced during the operation.